Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5086mri-52 lead implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced pain due to the device placement being too close to the shoulder. The device pocket was revised to be more medial and the device remains in use. No further patient complications have been reported as a result of this event.